Event description:
It was reported that there is a mold-like object inside the hub of bd ultra-fine¿ short pen needle. No patient impact reported. The following information was provided by the initial reporter: there is a mold like substance inside of the non patient end of pen needle.

Manufacturer narrative:
Date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there is a mold-like object inside the hub of bd ultra-fine¿ short pen needle. No patient impact reported. The following information was provided by the initial reporter: there is a mold like substance inside of the non patient end of pen needle.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 1337704. All inspections and challenges were performed per the applicable operations qc specification. There were zero (0) notifications noted that that pertained to the complaint.